Event description:
It was reported that a patient with and implantable cardioverter defibrillator (ICD) placement underwent an idiopathic ventricular tachycardia ablation procedure with two (2) thermocool smarttouch sf, a decanav electrophysiology catheter and a webster¿ electrophysiology catheter with auto ID and the patient experienced cardiac arrest that required cardiopulmonary resuscitation (CPR). First, it was reported that both the carto 3 and the recording system displayed noise on the body surface lead signals. The staff told the bwi representative that multiple leads were not able to be clamped and secured to the patient electrode patches. The 12 lead cable was replaced and the issue resolved. During the same procedure, it was reported that a current leakage 7 displayed on the carto 3. The cables and catheters were disconnected and reconnected to the patient interface unit. The error re-appeared when the ablation catheter was connected. The ablation catheter interface cable was exchanged without resolution. The catheter was replaced and the issue resolved. The case continued. It was also reported that after leaving the facility, the staff called the bwi representative and notified them that the patient was not hemodynamically stable and CPR was being performed. The patient was being transported out of the electrophysiology (ep) lab when the event occurred. No ablation was performed during the procedure. The bwi catheters inserted into the patient was dcanav, quad catheter, two (2) thermocool smarttouch sf. The customer's reported noise and current leakage issues are not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4. Catalog should be: unk_c3 webster quadrapolar with auto ID - fixed. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Manufacturer's ref. # (B)(4).